Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, was found partially deployed and partially out of the shaft, and was not fully inside the shaft. The indicator wire was not visible when the device was removed. A 6f 10cm non-cordis sheath. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site. The target femoral site previously closed with any closure device or manual compression less than thirty days prior to this procedure and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure, with an antegrade approach. The physician had achieved certification on the use of exoseal vcd years ago at the university hospital. The patient's body mass index (bmi) was never greater than 40. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, was found partially deployed and partially out of the shaft, and was not fully inside the shaft. The indicator wire was not visible when the device was removed. A 6f 10cm non-cordis sheath. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site. The target femoral site previously closed with any closure device or manual compression less than thirty days prior to this procedure and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure, with an antegrade approach. The physician had achieved certification on the use of exoseal vcd years ago at the university hospital. The patient's body mass index (bmi) was never greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty partial deployment" could not be confirmed. Without the return of the device, the cause of the reported event could not be determined. It is possible that procedural factors, such as the antegrade approach used, may have contributed to the event. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, was found partially deployed and partially out of the shaft, and was not fully inside the shaft. The indicator wire was not visible when the device was removed. A 6f 10cm non-cordis sheath. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site. The target femoral site previously closed with any closure device or manual compression less than thirty days prior to this procedure and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure, with an antegrade approach. The physician had achieved certification on the use of exoseal vcd years ago at the university hospital. The patient's body mass index (bmi) was never greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, size 6f, involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned and found inserted on the unit. The indicator window was returned in the black/white and red position. No additional anomalies were observed during this visual analysis. A dimensional analysis of the delivery shaft¿s inner diameter was. The result was within specification. The functional deployment simulation could not be performed because the unit was received already deployed. A high-magnification evaluation was conducted to assess the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device. The device was received fully deployed, with no plug. Dimensional analysis was within specification. The internal mechanism showed no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors are possible since it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.